Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analyis. The entire lead was returned in two pieces. Internal insulation abrasion was found at 20.2cm to 20.8cm from the distal tip. The reconductor etfe coating was abraded at this location. The electical continuity of the two lead pieces was normal.